Event description:
It was reported that a non-pacemaker dependent patient present to the ER after receiving multiple hv therapies. High thresholds and sensing anomaly were observed. X-ray revealed lead dislodgment on both atrial and ventricular leads. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.